Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: bmw universal ii; guide cath: heartrail jl 3.5 6f, atlantis pro2 sr. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad), with heavy tortuosity, mild calcification and 100% stenosis. After pre-dilatation, intra-vascular ultrasound (ivus) was performed. Then, a 2.25 x 08 mm mini vision stent was delivered toward the lesion; however, it did not cross the lesion. When the device was retracted, resistance was encountered at the distal end of the guide catheter and the middle part of the stent became bunched. The mini vision stent was able to be retracted. Pre-dilatation was performed again, and a mini vision 2.25 x 12 mm stent was delivered and was successfully deployed at the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay of procedure. No additional information was provided.